Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 days. Additional information was requested but was not provided. The device disposition is unknown at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired 2 days post-implant due to an embolic stroke. Additional information was requested, but was not provided.

Manufacturer narrative:
The user facility report # (B)(4) is attached to this submission.

Event description:
A user facility report ((B)(4)) for this event was received on 02/15/2017 stating: event desc: patient presented for heartmate ii implant which was complicated by bilateral internal carotid artery strokes and right posterior cerebral artery stroke, herniation and refractory status epilepticus due to air/thrombus embolisms found on post-operative day #1. Patient was not declared brain dead,however in setting of significant future disabilities, family withdrew support in adherence to patients living will. Other patient information other pertinent info: there was a massive anterolateral and septal aneurysm, which encompassed approximately half of the left ventricle and was almost like a pseudoaneurysm. The entire aneurysm was paper thin and after opening the apex there was at least 2 "fist fulls" of old and new clot within this aneurysm. The clot material was large, fresh, and loosely adherent on the lateral wall of the left ventricle.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.